Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation the implantable defibrillation lead had good measurements, however one shock impedance measurement of 0 ohms was noted in the daily measurements. There was no noise in any of the stored electrograms (egms). Isometrics was also performed and noise was not produced. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead will continue to be monitored. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted two years later for an unknown reason and returned for analysis. No adverse patient effects were reported.